Event description:
The implantable neurostimulator did not fit well within the patient's body. The hcp moved the device from the back to the abdomen two months after the initial implant. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.